Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-07785. It was reported that stent thrombosis occurred and the patient died. The target lesions were located in the obtuse marginal branch and mid left anterior descending artery (lad). A 2.25 x 16 synergy ii stent was advanced and was successfully implanted in the obtuse marginal branch with excellent result. Then a 2.75 x 12 synergy ii was deployed in the mid lad with excellent result and the procedure was completed. An hour and a half later, the patient was brought back to the cardiac catheterization laboratory in full cardiac arrest. A balloon pump was then inserted and catheterization revealed that the two recently implanted synergy ii stents had thrombosis. A non bsc manual aspiration catheter was then used and the thrombus was successfully removed. Additional dilation of both stents was performed using nc emerge balloon catheters. The patient was also administered with reopro and left the cardiac catheterization laboratory stable but in a critical condition. However, the patient died the next day.